Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, that the distal end with ccd module/us probe was cracked. Based on the result, we concluded that it was caused, due to the excessive force applied on the distal end with ccd module/us probe. In addition, our technician confirmed, that the ccd module with drive pcb cloudy (not clear view), the operation channel (primary) buckled, the us connector/junction cable (short) buckled, and the jet socket cut. However, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(objective lens broken).